Event description:
Accu-check "advantage" made by boehringer mannheim, 911 s hague rd, indianapolis, in 46256. This blood sugar screening device has a wide range of variability. Its continued recommendation for bedside use is difficult to appreciate given the wide range of correlation with contemporary lab blood sugar results.